Event description:
Hearing performance with the device is reportedly affected. There is no report of accident, trauma or changes in health. The recipient was re-implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by multiple external mechanical impacts, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is reportedly affected. The audiologist has not observed any words and minimal vocalizations. There is no report of accident, trauma or changes in health.